Manufacturer narrative:
Unit received with unexpected battery power loss, low battery alert and had high sleep current, problem isolated to pcb 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery running out fast on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.